Manufacturer narrative:
Updated data: b5. A second paragraph was added. Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the transcatheter bioprosthetic valve dislodged upon deployment due to a high implant and valve canting. A new valve was prepared and implanted successfully. Additional information was received to report a pre-implant balloon dilation was performed using a 23mm non-medtronic (numed) balloon; however, when the balloon was fully expanded it burst. A non-medtronic (safari) guidewire was used for the case. The starting point for valve deployment was at the bottom of the pigtail catheter. The valve was not intended to be implanted at a high depth. The intended implant depth was 3mm, but the valve was fully deployed to 2mm on the non-coronary cusp and 2mm on the left coronary cusp and dislodged to 2mm supra-annular.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the transcatheter bioprosthetic valve dislodged upon deployment due to a high implant and valve canting. A new valve was prepared and implanted successfully.

Event description:
It was reported that the transcatheter bioprosthetic valve dislodged upon deployment due to a high implant and valve canting. A new valve was prepared and implanted successfully. Additional information was received to report a pre-implant balloon dilation was performed using a 23mm non-medtronic (numed) balloon; however, when the balloon was fully expanded it burst. A non-medtronic (safari) guidewire was used for the case. The starting point for valve deployment was at the bottom of the pigtail catheter. The valve was not intended to be implanted at a high depth. The intended implant depth was 3mm, but the valve was fully deployed to 2mm on the non-coronary cusp and 2mm on the left coronary cusp and dislodged to 2mm supra-annular. Additional information was received to report following the balloon burst, the balloon was not inspected to check for loose or missing pieces. It is unknown whether there were any loose pieces of the balloon or despite bursting all parts of the balloon remained intact. Furthermore, it is unknown if all portions of the balloon were captured and removed from the patient or if remants of the balloon were left inside of the patient's vasculature. It was also clarified at 80% deployment, the valve was at an optimal sub-annular depth. Upon deployment the valve canted and dislodged.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.